Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer had elevated blood glucose (bg) levels reaching over 240 mg/dl. Customer delivered a manual injection to address elevated bg levels. Reportedly, customer has back up manual injections for continued insulin therapy.